Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. A manual injection was administered to address. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.